Event description:
It was reported that during system implant, inhibition of pacing after atrial pacing due to crosstalk was observed. Programming changes were made and crosstalk was no longer observed. Patient was fine after the procedure and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.